Manufacturer narrative:
The reported glidescope glidescope core 2m quickconnect cable was returned to verathon for evaluation along with the glidescope core 15-inch fhd monitor and bflex 2 5.8 single-use bronchoscope used during the reported event. A verathon technical service representative (tsr) evaluated the returned devices and was able to confirm an image issue. When connecting the returned monitor to test cables, blades, video baton, and bronchoscope, the monitor worked as intended. When connecting the reported cable to the monitor, no input lag was detected; however, there were intermittent instances of no image appearing when detaching and reattaching the cable to and from the monitor and test bronchoscope. No input lag was noted when testing the customer's bronchoscope with a test monitor and cables. The glidescope core 2m quickconnect cable failed verathon's device functionality testing. Upon completion of verathon's device evaluation, the cable and bronchoscope were scrapped and the monitor was returned to the verathon territory manager. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A verathon territory manager reported on behalf of their customer that when a bflex 2 large 5.8 single-use bronchoscope was plugged in to a glidescope core 2m quickconnect cable during a tracheostomy procedure, the screen on the connected glidescope core 15-inch fhd monitor was lagging which led to difficulties for the doctor identifying the location of the bleed in the patient's lungs. No delay in the procedure, use of a backup device, or harm to the patient was reported.